Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, stryker observed that the device would not deliver defibrillation energy and had logged an event code in the memory which is related to a potential issue of the device to deliver energy. Stryker replaced the device's therapy pcb assembly to resolve the observed issues. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not stay on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not stay on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed system pcb assembly and determined the cause of the reported issue to be a faulty y1 crystal on single board computer (sbc) card. Stryker further evaluated the removed therapy pcb assembly and determined.